Event description:
It was reported that the customer's blood glucose level was 495 mg/dl. On (B)(6) 2014 the customer reported a hospitalization because her blood glucose level was 600 mg/dl. The customer experienced another high blood glucose level episode after her hospitalization. She treated her high blood glucose level with a manual injection and infusion set change. The drive support cap was flushed. While troubleshooting a no delivery alarm was found in the alarm history. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.